Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: ·the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis reference internal complaint cc#(B)(4). Not returned to manufacturer.

Event description:
It was reported the physician performed a novasure endometrial ablation on 04/06/2017 and the patient was discharged home. Two days post procedure the patient presented to the physician complaining of pain. The physician performed a computed tomography (CT) scan which revealed an "abscess on the fundal part of the uterus". The patient was then "triaged to have a hysterectomy". The physician performed a hysteroscopy prior to the hysterectomy and noted a large perforation. There was no injury to the bowel.